Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. Customer's blood glucose level was 506mg/dl which the customer treated by delivering a bolus.